Manufacturer narrative:
The device is expected to be returned for evaluation. The lot number will be provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.

Event description:
Device malfunction: difficult to attach the clip applier to the exchange sheath, premature clip deployment. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, it was difficult attaching the exchange sheath to the clip applier. Additionally, during the thumb advancer deployment, the clip prematurely deployed. The location of the clip is unk. The device was removed and manual compression was applied to achieve hemostasis. There were no reported pt adverse effects. No additional info was provided.